Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Review of the photographic evidence found nothing indicative of a device nonconformance or a relation with the reported adverse event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of left reverse shoulder replacement for suspected infection - patient experiencing pain and signs of loosening on x-ray. Test results showed elevated levels indicating potential infection. Open samples were taken, pus was found. All implants removed. Surgeon flushed and treated the area and put in an antibiotic spacer. Will come back for 2nd stage revision once infection cleared. Doi: (B)(6) 2020; dor: (B)(6) 2023; left shoulder.